Event description:
The reporter stated that the wire was placed into the pt's bone and a qwix 5.5 mm screw long drill was introduced over the k wire. The k wire broke in the drill. A part of the k wire could not easily be removed and was retained in the pt's bone. Integra has requested additional clinical info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.